Event description:
A bipap a40 device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. The device was not reported to be in use by a patient. During the evaluation of the device, the customer's complaint was not confirmed. The service technician confirmed that there were no visible foam particles. Additionally, the service technician also noted ventilator inoperative error codes present in the device event log in relation to the central processing unit (cpu) cannot communicate with the flow and pressure sensor using i2c bus (inter-intergrated circuit). In conclusion, the device system board needs to be replaced to address the issue. The root cause was confirmed. The technician confirmed the accessory port was missing. Dust and dirt were observed in the device. This device will be scrapped as per customer request.